Manufacturer narrative:
The siemens customer care center (ccc) was contacted by the customer. The ccc evaluated the instrument data and determined that the elevated sodium results were isolated. The ccc determined that the potassium and chloride results were impacted with an elevated shift. The ccc determined that there was no indication of an instrument malfunction during the time of the event. The cause of the discordant sodium, potassium and chloride results is unknown. The customer successfully repeated the sodium, potassium and chloride results. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
Discordant sodium (na), potassium (k) and chloride (cl) results were obtained on multiple patient samples on a dimension vista 1500 instrument. It is unknown if the discordant results were reported to the physician(s). The customer provided mean data on a sample that was repeated 14 times on the same instrument. It is unknown as to which results were reported to the physician(s). There are no known reports of adverse health consequences due to the discordant na, k and cl results.